Event description:
It was reported the probe test keeps failing test. Verified they have followed the on screen instructions. 01/05/2023 evaluation found probe to display a dark spot in the ultrasonic image due to a failed transducer element.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe test keeps failing test was confirmed. The probe has a failed transducer element on the end of the right hand side and it causes a dark spot in the ultrasonic image. The root cause is due to an internal failure of the probe. H3 other text : evaluation findings are in section h11.